Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of sensing. A lead was capped and replaced on (B)(6) 2013. No additional information was avaliable.